Event description:
Reportedly, the patient suffered from a 19 min cardiac arrest on (B)(6) 2016 (however, no evidence was provided by the hospital). According to the physician, the patient had no rhythm, and the automatic external defibrillator never delivered a shock. The physicians would like an explanation regarding the origin of the cardiac arrest (arrhythmia / avb ...). However, preliminary patient files review confirmed that no evidence of this event could be found in the pacemaker memories upon interrogation on 01 aug 2016.

Event description:
Reportedly, the patient suffered from a 19 min cardiac arrest on (B)(6) 2016 (however no evidence was provided by the hospital).according to the physician, the patient had no rhythm, and the automatic external defibrillator never delivered a shock.the physicians would like an explanation regarding the origin of the cardiac arrest (arrhythmia / avb ...).however, preliminary patient files review confirmed that no evidence of this event could be found in the pacemaker memories upon interrogation on (B)(6) 2016.